Event description:
It was reported that during a ptca treatment procedure involving a very calcified and 99% stenotic lesion in the middle to distal portion of the rca, inflation difficulties were experienced. Dilatation of the lesion was initially attempted with an arashi 1.5/20 balloon catheter, then was exchanged for the quantum maverick monorail balloon. The quantum maverick monorail balloon was suspected to have ruptured at 16 atm's on the initial inflation. The patient was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with a cutting balloon catheter, but it was unable to pass the lesion and the procedure was suspended. A 6f terumo introducer sheath, a bmw guidewire, a britetip guide catheter (size unknown) and an everest inflation device were also used in this case. Patient status is reported as 'good'.